Manufacturer narrative:
The customer reported that their central nurse's station (cns) is loosing telemetry devices. The customer clarified by stating that they have tele monitors 1-16 on their cns, and that they are intermittently "disappearing". No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is loosing telemetry devices.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was losing telemetry devices. The customer clarified by stating telemetry transmitters were intermittently "disappearing" from the cns. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and recommended the customer clean the dust build up on the fan vents as well as reboot the cns. A follow-up with the customer found the issue was still occurring. The customer requested wmts system diagrams to identify cabling and switches on their system. With the information available, it is reasonable to determine the root cause to be the facility's network environment. Review of serial number history shows recurrence of reported issue, in which the facility network was determined to be the root cause. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that their central nurse's station (cns) is loosing telemetry devices.